Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that while in the hospital, the patient's implantable cardioverter defibrillator was interrogated. Upon review, the device exhibited post-paced t-wave oversensing. The oversensing was observed to be an isolated event. Programming changes were made. The patient was stable throughout and will continue to be monitored.